Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needlefree IV connector had an issue with no flow. According to the report, the ¿patient¿s blood will not flow.¿ this occurred while trying to draw blood from a catheter attached to the patient when they connected to a non-baxter syringe. The customer stated that they used a power injector during this process. This occurred in the imaging department. There was no patient injury or medical intervention associated with this event. No additional information is available.